Event description:
Patient was revised to address pain with popping and loosening of the cup. **update** (B)(6) 2011 - litigation papers received. Litigation further alleged elevated blood metal levels, discomfort, squeaking, pain and soreness, wihch in turn negatively affected his ability to walk, move and sleep.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.